Event description:
False negative result (s). I am sure that there are many variables that can impact test sensitivity. This said, I conducted a side-by-side test on someone who we knew to be positive and this showed negative while the other antigen test kit from ihealth returned a positive result.